Event description:
It was reported that the flogard infusion pump alarmed "door open". The process step that this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. The "door open" alarm was confirmed during a review of the alarm log. Upon visual inspection the door latch was found to be broken. The door latch was replaced to fix the reported condition. The pump passed all tests and was returned to the customer in working order.